Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low and high blood glucose levels. The customer's blood glucose reading ranged from 57 to 400 mg/dl. The customer treated with a manual injection and food. The customer bolused and the reading went up to 407 mg/dl, but went back down to 116 mg/dl. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.